Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the segment fluid damage, the insertion flexible tube (ift) coating damage, the body cover grip cracked, the angle wire play, the body cover grip leak, the lg root brace rubber cut, the body cover grip scratched, the air/water nozzle dirty, and the air/water channel dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged